Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd luer-lok access device had blood splatter/leakage or other sample leakage from device other than the non-patient end needle/sleeve. This event occurred 200 times. The following information was provided by the initial reporter: ¿due to blood sampling customer faced several times leakage in the holder". Updated information: customer uses the device combined with venflon pro safety and other devices. No leakage between the connection llad and venflon/nexiva, just inside holder.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-20. H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. The samples were tested and the customer's indicated failure mode for leakage a with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd luer-lok access device had blood splatter/leakage or other sample leakage from device other than the non-patient end needle/sleeve. This event occurred 200 times. The following information was provided by the initial reporter: ¿due to blood sampling customer faced several times leakage in the holder". Updated information: customer uses the device combined with venflon pro safety and other devices. No leakage between the connection llad and venflon/nexiva, just inside holder.